Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced syncope. It was reported that the device had exhibited noise and oversensing. The source of the noise was not identified. The patient had an escape rate in the 30's and the episode lasted approximately 13 seconds. Boston scientific technical services (ts) discussed possible intermittent oversensing or loss of capture. No additional adverse patient effects were reported. On-going troubleshooting is being performed. Additional information was received that the physician plans to continue to monitor the patient at this time. This product remains in-service.